Manufacturer narrative:
A visual inspection of device showed that the outer extrusion shaft, of scissor shaft assembly, was separated. The scissors could not open and close to cut due to broken outer extrusion shaft. The complaint is confirmed. Corrective action has been initiated to address this failure mode.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors "cable" on the harvesting cannula was broken. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. In december 2004, visual inspection performed by failure analysis showed scissors shaft separation. This is a reportable malfunction.